Event description:
During shoulder surgery, the pt experienced extravasation, but did not require any additional medical intervention to correct the condition. Additionally, it was reported that the intelijet was set-up with inflow/outflow tubing, but was only outflowing through the shaver.